Event description:
During the call, the customer received a control reading of 58mg/dl. The reading was not marked as a control test on the meter which could potentially be interpreted as a blood result. No adverse event was alleged. The customer is expected to return the control solution for evaluation. New meter, strips and control were sent to the customer.